Event description:
The report from the affiliate indicated the following: at a previous date, the pt had chest pain that necessitated coronary angiography. Ivus was done at that time. When the ivus was done, a small dissection occurred. The physician did not find any relevant level of stenosis in the pt's vessel at that time. Six(6) days after the index procedure, the pt was reported to have st elevation by ECG in leads ii, IV, and ave. The pt's peak cpk was reported to be in the 700's. The pt complained of chest pain. Coronary angiography was done and thrombus was observed in the previously implanted cypher stent. The sub acute thrombosis (sat) was treated by aspiration of the thrombus, and percutaneous transluminal coronary angioplasty (ptca) with a 3.0 balloon (length/pressure/time unknown). A driver stent was deployed distal to the cypher stent in overlapping fashion.